Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, infection, and the right cylinder eroded through the distal urethra. Additional information received indicated replaced 1 side (left) with 13 mm genesis prosthesis.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Requests for the explanted prosthesis and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the explant and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. However, because quality's examination may not conclusively confirm or disprove the report of infection and erosion, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 6157496. No capas are associated with this lot.